Event description:
It was reported that, "the stem subsided due to weak bone. Doctor said that the stem shouldn't have been pressfitted."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Product being retained by hospital. Add'l info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.